Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. The exposed portion of the soft cannula was observed to be flattened. The timing and cause of this damage is unknown. Despite this damage, fluid was able to travel through the complete fluid path. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the observed damage contributed to the reported failure to deliver insulin. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7

Event description:
It was reported the patient's blood glucose level read high (>400 mg/dl), while wearing the pod between 24 and 36 hours.